Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The imaging system then passed the system checkout and was found to be fully functional.

Event description:
A medtronic representative reported that, while outside of a procedure, the imaging system would start and enter standalone mode without prompt from the user. The system would not leave the mode when the interface (umbilical) cable was reconnected. No additional information was provided. There was no patient present when this issue was identified.

Manufacturer narrative:
Correction: the site had to reboot both the imaging system's mobile view station (mvs) and image acquisition system (ias) to establish connection at the time of reported issue. This was inadvertently left off the initial MDR. Logs were provided and reviewed. It was found that there was an ¿image grabber cannot connect because x-ray detector not open¿ error followed by a ¿detector not active error¿ error displayed. These errors affect the power up process and the ability of the ias to properly exit the stand alone mode and initialize to the 2d mode. The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic imaging software anomaly tracking database.